Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported a low reading issue with the freestyle libre sensor. The customer reported that the sensor gave reading of 41 mg/dl, which resulted in hospitalization overnight for suspected insulinoma. Insulinoma causes hypoglycemic events, indicating that customer was hospitalized as she was hypoglycemic. This is consistent with the reported sensor reading of 41 mg/dl, which indicates hypoglycemia. The customer did not provide any further information regarding this event. Therefore, there is no information to indicate that the adc device caused or contributed to a serious injury.